Event description:
Procedure: radiofrequency ablation. Reportedly, after coagulation of s4 liver segment, hemobilia occurred. Ptcd was performed. The condition of patient has improved since the incident occurred.

Manufacturer narrative:
Initial report sent: 6/21/06.